Event description:
It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via phone. Pir attached. Failure mode: clogged/blocked. Label case 25x1 sg ce 305916 dg1310-06. Productcomplaint yes, 5 boxes.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. Device evaluation: five hundred and five samples were provided to our quality team for investigation. One hundred and twenty-eight sample were randomly selected for evaluation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. One hundred and nineteen samples expelled the solution with normal flow, eight samples from lot 2024137 and one sample from lot 2007149 did not expel the solution; these needles are clogged. Furthermore, a device history record review was completed for provided batch number 2024137, 1112721, 2007149 and 1152501. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the sample analysis the symptom reported is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.